Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Initial op notes dated 19 jun 2015 demonstrated that the patient had right tka due to severe degenerative arthritis. The patient was not revised yet. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00576401552 - lps-flex gsf ¿ 62807374; 00598603701 - option st tib plt ¿ 62868653; 00597206526 - ng all-poly patella ¿ 62953667; 00111314001 - palacos rg - 80674396. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00065; 0002648920 - 2019 - 00175; 0002648920 - 2019 - 00176.

Event description:
It was reported that the patient began experiencing knee pain and had a bone scan performed approximately 2 years post implantation. The bone scan noted increased hyperemia of the right knee and focal increased radiotracer uptake in the right lateral tibial plateau.